Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a procedure for tonsillar cancer, the patient got burned inside the mouth. It was found at the end of surgery after the surgeon removed the tonsils. The surgeon doubts that because the plastic part near the blade was touching the oral cavity, the patient got burned inside the mouth. The device was activated with using a microscope to check the patient¿s oral cavity and the patient opened the mouth. The surgeon usually uses har9f for a procedure of thyroid, and it was the first operation by using har17f for tonsils. The sales rep attended the operation and suggested using the foot switch. Doctor commented that the hospitalization was prolonged about 1 week. How the thermal damage was treated was not heard from the hospital.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the patient¿s age? No further information is available. What is the patient¿s gender? Female. Had surgeon used har9f for tonsillectomy procedures before? No further information is available. Why was the decision made to use har17f instead of har9f? No further information is available. What heat management techniques were utilized by surgeon? No further information is available. Was the device rested against the patient during or shortly after activation of the device? No further information is available. What is the site of the burn? Mouth. What is the size of the burn? No further information is available. What is the shape of the burn? No further information is available. What is the degree of the burn? No further information is available. Do you have a photo of the burn? No further information is available. Were any other cutting or coagulation devices used in this procedure besides the har17f? No further information is available. Why did the rep suggest using the footswitch? "Because the devices with the scissors."